Event description:
Related manufacturer reference number: 1627487-2020-32888.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32888. It was reported the patient experienced tightness and pain in the neck. Troubleshooting was performed to no avail. As a result, surgical intervention was undertaken wherein the system was explanted to address the issue.